Event description:
It was reported that during a procedure, the console system froze and stopped working. A reboot was performed, but the console got stuck at the initial screen in self-test. The information about the patient and procedure outcome are unknown. The case cases related with the console were cancelled. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The console was not returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse) to evaluate the console. The fse was able to confirm that the console self-test was successful; therefore, the reported event could not be replicated. The fse proceeded to perform additional inspection of the console components. Findings based on this additional inspection are unrelated to the initial allegation reported by the customer. The fse identified that the blast shield sensor could not sense the blast shield when it was removed from the console to inspect. The fiber port and optic blast shield were found damaged; therefore, replaced. In addition, the fse also replaced, the key switch, low voltage power supply (lvps), high voltage power supply (hvps), alternate current (ac) board, central processing unit (cpu) board. The console system passed all tests, and it was working as intended. Since unrelated and/or random components were found damaged, these findings were attributed to component failure.

Event description:
It was reported that during a procedure, the console system froze and stopped working. A reboot was performed, but the console got stuck at the initial screen in self-test. The information about the patient and procedure outcome are unknown. The case cases related with the console were cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.